Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: mach1. Stent: xience sierra. The 2.75x15 mm xience sierra referenced is being filed under a separate medwatch report. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information it is likely that during advancement the balloon catheter interacted with the heavily calcified, heavily tortuous anatomy causing the reported failure to advance and resistance removing. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified, eccentric lesion in the heavily tortuous, proximal right coronary artery. A 2.75x15 mm xience sierra stent was implanted and after confirmation with intravascular ultrasound (ivus), the stent was found to be mal-apposed. There were no other issues noted with the xience sierra stent. A 3.75x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation; however, the bdc could not cross the lesion due to resistance with the lesion. Resistance was felt with the lesion during removal of the bdc. No damage was noted to the nc trek bdc. A non-abbott bdc was used to complete the procedure and the xience sierra was fully apposed to the vessel wall. No damage was noted to the stent implant. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.